Manufacturer narrative:
Section a2: patient age was estimated. Manufacturer's investigation conclusion: the reported event of a backup battery not installed alarm was confirmed via the submitted log file. The log file contained approximately 1 day of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a backup battery not installed alarm on (B)(6) 2021 from 9:25:42 to 9:25:45. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including if the cause of the alarm was identified); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller (serial number: (B)(6)) was shipped to the customer on (B)(6) 2017. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. C, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery not installed and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. C, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a backup battery not installed alarm was observed during log file analysis on (B)(6) 2021. There were no other unusual events seen within the log files.